Manufacturer narrative:
On 1/13/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly about the statement for device return. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090728 medwatch form that a female patient underwent a breast surgery with a mentor memorygel breast implants 250cc and experienced an autoimmune reaction. The patient experienced hashimoto's, extreme fatigue, joint pain in my hips, joint pain in feet, joint pain in fingers, hair breakage, dry skin, dry hair, gut issues, sensitivity to cold, sensitivity to hot, lack of circulation in my extremities, constant pain in my left shoulder, recurrent sinus infections, headaches, swollen thyroid nodes, inflammation, shortness of breath, and increased anxiety, nodule on thyroid. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the right breast implant.